Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, after the first 4 bands were deployed, the 5th band could not fire when the handle was rotated and click was heard. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, after the first 4 bands were deployed, the 5th band could not fire when the handle was rotated and click was heard. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. The speedband superview super 7 device was not returned for analysis; however, media inspection of the video provided by the customer showed that the slack was not taken up. No additional observations could be made due to the absence of the physical device. The reported event of bands failure to deploy was confirmed based on the media evaluation. A risk review was completed and verified that the event of bands failure to deploy is defined in the risk documentation and is documented accordingly, supporting acceptable risk benefit for the product. The labeling review determined that the device was used in a manner inconsistent with the instructions for use (IFU), which clearly state to take up slack by pulling the proximal end of the trip wire on the handle unit. Failure to take up the slack can prevent proper engagement of the trip wire with the handle mechanism and interfere with band deployment once the ligator housing is installed on the endoscope. Product record review confirmed that the device met all manufacturing specifications and no abnormalities were identified during the assembly process. Based on the compiled evidence and the indication that the IFU was not followed, the most probable root cause for this event is determined to be failure to follow instructions.